Event description:
The pt contacted animas alleging that the pump was unresponsive to down arrow button presses.

Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump responded only to hard contrast button presses. The keypad was removed and adhesive/contamination was observed under the down and contrast button contacts . The up arrow button contact was misaligned.